Manufacturer narrative:
No medwatch form was received. (B)(6).

Event description:
It was reported that the patient presented to clinic after receiving a notifier for non sustained lead noise. Far p wave oversensing was observed. Programming changes were recommended. Lead remains implanted.